Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced priming anomaly. The customer's blood glucose value was 381 mg/dl. The customer stated that he removed the reservoir and it kept beeping. The customer stated that they were stuck in rewind process. The product was not returned for analysis.